Event description:
Elderly male with history of meckel¿s diverticulitis and recent abdominal pain. Procedure: infusion of zosyn. The plastic tip of the secondary tubing was found to be broken off and inside the bag of zosyn. No known harm to patient.